Event description:
A nitinol basket tip was sheared off during the retrieval of a kidney stone. The basket was located, per x-ray, but the physician was unable to retrieve it. He decided to scope the pt and break up the stones. The rush of urine flow may have expelled the basket tip from the ureter. Another x-ray was taken and no metallic tip was located.